Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown due to insufficient information as the customer did not respond to information requests. A philips remote service engineer (rse) inspected the logfile remotely and confirmed that the c-arm movements were not working, and the system was shutting down automatically. The rse found that the 110 volt stand power was not present in the logging. A philips field service engineer (fse) visited the site and confirmed that the power supply of the geometry was switched off. The fse replaced the following parts: geometry pc, motor control mvr and the main power supply for stand. The system was left running and monitored for approximately 4 hours and no further unexpected shutdowns have occurred. Part failure analysis was performed on the returned parts; the geometry pc showed a failure when accessing the built in operating software (bios) due to low battery voltage, but for the other parts no failures were found. After the replacement of the parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s c-arm movements were not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.